Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged continuous glucose monitor error issue was verified.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.